Manufacturer narrative:
Device evaluation: the actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the air pump was damaged and causing a loud noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the console device ¿had loud noise even when the hand piece was not used¿. The reporter stated that ¿turning off the console did not help as the noise was still there¿. The reporter stated that there was approximately a ten minute delay in the surgical procedure. A spare device was available to complete the surgical procedure successfully. The reporter stated that event occurrence was not relevant to the health of the patient. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.